Event description:
A user facility reported to olympus that the brightness adjustment did not function. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was received but not retained with olympus for inspection. Instead, the device was returned to users as the defective part could not be supplied for repair. Therefore, the failure information related to the subject device could not be obtained. With the device condition unable to be thoroughly checked and the duplication inspection of the reported phenomenon could not be performed, the root cause could not be identified. Additionally, the defective part was unknown. However, it was confirmed that there was no abnormality in the appearance/functions of the subject device at the time of shipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information and a correction. Additional information: update to field d9. Correction: update to fields h3 and h6. An evaluation of the device was not performed. H3 other text : the device repair was cancelled and the device was returned to the customer.